Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: a review of the pump¿s black box data revealed multiple unexplained pump reboots. Due to internal moisture contamination, the pump was unresponsive with a blank display and no functioning auditory and vibratory features. There was no visible damage to the battery compartment. The battery cap was able to fully secure onto the pump. The pump case was found to be cracked; and the leak test failed due to a cracked pump case. There was visible evidence of moisture behind the display lens. The pump was opened and evidence of moisture was observed on the internal components of the pump.